Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal seal to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The seal was found to be broken at the luer fitting. A piece measuring approximately 0.257" x 0.304" was not returned. The probable root cause is attributed to damage during various handling points, including manufacturing or installation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the screw on the universal seal broke resulting in a loss of pneumoperitoneum. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient and no fragment fell into the patient's anatomy. The procedure was completed as planned; it was not converted to open surgery.